Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: when the nurse opened the package, she got a small burr, metal splint, into her finger from the instrument. Reportedly the hospital had recently purchased the device.

Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions were checked as far as possible and found to be in compliance with the technical drawings and specification. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. On the basis we don't get the metal splint; it is not possible for us to reproduce the case and to find out were it comes from. The holding sleeve was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. No product fault could be detected.

Manufacturer narrative:
(B)(4): the device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. Investigation is on-going. (B)(4): placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.